Event description:
According to the reporter, post laparoscopic oophorectomy with salpingectomy, the patient had a 2cm burn defect in bladder and it was repaired. During the operation, cystoscopy was performed and blood was seen in foley catheter. Foley catheter was removed and spontaneously voided prior to discharge. Urine output was 1500cc overnight and minimal blood was noted. Creatinine was 0.7 and stable. On the next day, the patient reported decreased urine output, abdominal pain, swelling and dysuria. Patient had prolonged hospitalization. Foley catheter was placed during in-office visit and 500cc output immediately on placement. Foley catheter remained for few days. Foley catheter was removed. Urine specimen was collected for culture and sensitivity. Patient was well.

Manufacturer narrative:
Additional information: b5, g3, h6 (imf) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post laparoscopic oophorectomy with salpingectomy, the patient had a 2cm burn defect in bladder and it was repaired. During the operation, cystoscopy was performed and blood was seen in foley catheter. Foley catheter was removed and spontaneously voided prior to discharge. Urine output was 1500cc overnight and minimal blood was noted. Creatinine was 0.7 and stable. On the next day, the patient reported decreased urine output, abdominal pain, swelling and dysuria. Patient had prolonged hospitalization. Foley catheter was placed during in-office visit and 500cc output immediately on placement. Foley catheter remained for few days. Foley catheter was removed. Urine specimen was collected for culture and sensitivity. Extensive vesicouterine fibrosis was present prior to surgery and hole in the bladder was a result of the abnormal anatomy and not caused by instrument. Patient is well.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: scd7a39 - sonicision 7 dissector scd7a39 39 cm, lot# unknown; scg7ab - sonicision 7 generator b scg7ab, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post laparoscopic oophorectomy with salpingectomy, the patient had a 2cm burn defect in bladder and it was repaired. During the operation, cystoscopy was performed and blood was seen in foley catheter. Foley catheter was removed and spontaneously voided prior to discharge. Urine output was 1500cc overnight and minimal blood was noted. Creatinine was 0.7 and stable. On the next day, the patient reported decreased urine output, abdominal pain, swelling and dysuria. The patient had prolonged hospitalization. Foley catheter was placed during in-office visit and 500cc output immediately on placement. Foley catheter remained for few days.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic oophorectomy with salpingectomy, the patient had a 2cm burn defect in bladder and it was repaired. During the operation, cystoscopy was performed and blood was seen in foley catheter. Foley catheter was removed and spontaneously voided prior to discharge. Urine output was 1500cc overnight and minimal blood was noted. Creatinine was 0.7 and stable. On the next day, the patient reported decreased urine output, abdominal pain, swelling and dysuria. Patient had prolonged hospitalization. Foley catheter was placed during in-office visit and 500cc output immediately on placement. Foley catheter remained for few days. Foley catheter was removed. Urine specimen was collected for culture and sensitivity. Extensive vesicouterine fibrosis was present prior to surgery and hole in the bladder was a result of the abnormal anatomy and not caused by instrument. Patient is well.